Manufacturer narrative:
The pump was not returned for evaluation; however, thrombus was confirmed through the evaluation of the submitted CT scan images and low flow hazard alarms were confirmed through the evaluation of the submitted system controller log file. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device: 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented to the emergency room due to persistent low flow alarms. Review of the system controller log file by the manufacturer's technical services representative additionally revealed low pump power values. An echocardiogram revealed an unobstructed inflow cannula; however, a CT scan showed a large thrombus within the outflow graft. The patient reportedly remained asymptomatic. It was reported that the patient has a history of chronic lymphocytic leukemia with previously unreported high lactate dehydrogenase (ldh) values in (B)(6) 2015. The high ldh values resolved with a medication regimen of persantine, coumadin, and aspirin. The patient's inr remained therapeutic. A pump exchange was planned for (B)(6) 2016, however the patient declined a pump exchange. The driveline was disconnected from the system controller and pump support was discontinued the evening of (B)(6) 2016. The patient was discharged home per his wishes with a do not resuscitate (dnr-c) order. No changes were made to the patient's medication regimen. The patient is being medically managed on aspirin, persantine and coumadin with only weekly inr testing. On (B)(6) 2016, the patient's dosage of diuretic medication was increased due to increasing shortness of breath and hospice care was initiated. No further information was provided.